Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer maintaining a charge and would not communicate with the remote control. The ipg was replaced and the explanted ipg was not returned to bsn as it was discarded by the medical facility.